Event description:
A user facility reported a pt complained of a sore throat following use of an laryngeal mask airway that was inappropriately gas sterilized with ehtylene oxide. The pt was treated with o2 spray. The pt's symptoms have resolved. The product labeling contains a warning that steam autoclaving is the only recommended method for sterilization of the laryngeal mask airway. The user facility has seen instructed to discard all the laryngeal mask airway that have been gas autoclaved with ethylene oxide.